Manufacturer narrative:
According to the complainant, the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with high blood glucose (bg) that reached 499 mg/dl. For treatment, the patient was given 3 bags of intravenous (IV) of fluid. The pod was worn longer than 48 hours on the arm. The patient was suffering from dehydration, and the patient was discharged after 7 hours on the same day.